Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The power pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was a shorted and burned capacitor, designator c4. It was also observed that tracing was also damaged on the pcb.

Event description:
It was reported that the physio-control's field service rep loaner device will not power on. There was no report of pt use associated with the reported event.